Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber, an unspecified number of tubes contain liquid or softer gel that is either found in the cap or smeared up the side of the tube. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber, an unspecified number of tubes contain liquid or softer gel that is either found in the cap or smeared up the side of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received five (5) photos for evaluation. Four photos show one tube in which barrier gel smear was observed. The gel was located towards the top of the tube instead of at the bottom. The 5th photo shows batch verification. Additionally, 50 retention samples from bd inventory, were visually inspected and no gel or additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.